Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient actually underwent unilateral device removal and replacement on the left side with a 460cc saline mentor smooth round high profile breast implant, catalog number 3503460 on (B)(6) 2020. The right-sided device underwent breast wound closure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: impaired healing. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 460cc saline mentor smooth round high profile breast implant on the left side and an unspecified saline mentor breast implant on the right side. The patient experienced multiple bilateral wound openings and device extrusion on the left side resulting in deflation and infection on the left side postoperatively. The physician performed various wound closures, but the wounds would not remain close. As a result, the patient underwent bilateral device removal and replacement with 460cc saline mentor smooth round high profile breast implants, catalog number 3503460 on (B)(6) 2020. This report is for the patient's right-sided device.